Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard 3dmax device implanted on the right side. The patient's attorney did not make any allegations with respect to the bard 3dmax device implanted on the left side, therefore, emdr has not been generated for the left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of bilateral inguinal hernias. Two separate bard/davol 3dmax products were implanted in the patient's left and right groin. As reported, a bard/davol 3dmax implanted in the patients left groin has reference number 0115311, lot number huwc1913 and the 3dmax implanted in the patient's right groin has a reference number 0115321, lot number huwc1154. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect because the 3dmax had failed. As reported, this procedure was described as a repair of recurrent right inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain and suffering due to the alleged defective 3dmax.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of bilateral inguinal hernias. Two separate bard/davol 3dmax products were implanted in the patient's left and right groin. As reported, a bard/davol 3dmax implanted in the patients left groin has reference number (B)(4), lot number huwc1913 and the 3dmax implanted in the patient's right groin has a reference number (B)(4), lot number huwc1154. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect because the 3dmax had failed. As reported, this procedure was described as a repair of recurrent right inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain and suffering due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent incarcerated bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 & device #2). Per operative notes, ¿several dense adhesions were noted in the right groin inguinal region. An indirect hernia was noted and hernia contents were reduced. A 3dmax mesh (device #1) was placed into the preperitoneal space and tacked down. Same repair procedure was done in mirror position on other side.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3) and bard flat mesh (device #4). Per operative notes, "an area at the internal ring where the large bowel was plastered to the area of the inguinal hernia which palpated on the external portion of the abdomen that there was a protrusion through the right groin. Scarring was noted. An indirect hernia was identified and hernia contents were reduced back. A perfix plug was placed into the defect and a patch to repair the floor of the canal and sutured. A small area of laxity of the abdominal wall was identified and a piece of bard flat mesh was placed and sutured.¿ (note: there were no visualization of previous meshes).

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard 3dmax device implanted on the right side. The patient's attorney did not make any allegations with respect to the bard 3dmax device implanted on the left side, therefore, emdr has not been generated for the left side. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of 3dmax mesh (device #1), patient was diagnosed with hernia recurrence, scar tissue and pain thereby underwent hernia repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: d.6a (date of implant), h.4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of bilateral inguinal hernias. Two separate bard/davol 3dmax products were implanted in the patient's left and right groin. As reported, a bard/davol 3dmax implanted in the patients left groin has reference number (B)(6), lot number huwc1913 and the 3dmax implanted in the patient's right groin has a reference number (B)(6), lot number huwc1154. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect because the 3dmax had failed. As reported, this procedure was described as a repair of recurrent right inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain and suffering due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent incarcerated bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 & device #2). Per operative notes, ¿several dense adhesions were noted in the right groin inguinal region. An indirect hernia was noted and hernia contents were reduced. A 3dmax mesh (device #1) was placed into the preperitoneal space and tacked down. Same repair procedure was done in mirror position on other side.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3) and bard flat mesh (device #4). Per operative notes, "an area at the internal ring where the large bowel was plastered to the area of the inguinal hernia which palpated on the external portion of the abdomen that there was a protrusion through the right groin. Scarring was noted. An indirect hernia was identified and hernia contents were reduced back. A perfix plug was placed into the defect and a patch to repair the floor of the canal and sutured. A small area of laxity of the abdominal wall was identified and a piece of bard flat mesh was placed and sutured.¿ (note: there were no visualization of previous meshes) attorney alleges that the patient had adhesions, pain, hernia recurrence, large bowel adhesion, scar tissue, bulging of intra-abdominal contents through the external ring and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum #1: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of 3dmax mesh (device #1), patient was diagnosed with hernia recurrence, scar tissue and pain thereby underwent hernia repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: this supplemental emdr is submitted to correct the event description. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.